Manufacturer narrative:
(B)(4). This complaint was not confirmed or duplicated therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any connection problem or leakage. The lot number was not known so no batch review was performed. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the titanium adapter separated from the patient connector unexpectedly. The patient has been using the set for 22 days. There was no patient injury or medical intervention.